Event description:
Customer reported a charger failed error during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended. (B) (4).